Manufacturer narrative:
Device manufacture date ; 18 february 2013. Investigation results: the excimer laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss replaced the faulty joystick. The system was verified for all modes of operations. The system met jjsv specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Phone; unknown / not provided. Device manufacture date; unknown / not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a laser surgery, at the moment of focusing on the eye, the chair with the patient began in an uncontrolled upward movement. The chair did not react to the movement of the joystick. The operating room nurse managed to pull the patient out from under the laser so that his head would not be caught between the chair and the lower laser cover. The chair reached its top position and stopped. The doctor tore the joystick away from the console while trying to stop the chair using the joystick. The operations were canceled. No injury reported related the patient. All the information available was submitted.